Event description:
It was reported that during a sigmoidectomy procedure, the tissue pad was damaged. Another device was used to complete the case. There were no adverse consequences to the pt. The devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.